Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 242 mg/dl. Troubleshooting was performed and found that the nighttime basal rates were set incorrectly in the insulin pump. The customer was assisted with correcting the basal rates. The customer stated that the insulin pump alarmed no delivery. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.